Event description:
A cartridge change error was reported with the pump, but there was no adverse impact on the customer's blood glucose level. The customer was instructed to inspect the o-ring and the pneumatic tap area, where an o-ring was found and removed. Following these actions and cleaning the area, the customer was able to successfully load the cartridge and resume insulin delivery. Technical support advised the customer to monitor the system's performance, and no cartridge replacement was needed.